Event description:
It was reported that pump lost connection with app and could not be turned on because charger was missing, and caller requested purchase of pump charger. There was no reported impact to the customer¿s blood glucose level. Customer attempted to locate charger without success, and technical support arranged to email information for amazon webstore so customer could obtain replacement charger.